Event description:
It was reported to philips that the device failed the operational check for leads ECG. It was observed that there was "leakage" from leads during the self test. There was no reported patient involvement.